Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. When the pump was returned to mmdg for investigation, the battery was found to be damaged, but mmdg could not replicate or confirm the reported complaint. Based on this, no MDR would have been required.

Event description:
The initial reporter stated that the pump indicated it was running, but that it was not delivering. They also state that it "won't alarm to finish feed". Mmdg did follow up with the initial reporter, who stated that the patient was fine after the complaint, but that they did not have any further information. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump indicated it was running, but that it was not delivering. They also state that it "won't alarm to finish feed". Mmdg did follow up with the initial reporter, who stated that the patient was fine after the complaint, but that they did not have any further information. (B)(4).